Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received and inappropriate shock due to noise on the right ventricular (rv) lead. It was noted that a lead integrity alert (lia) was triggered due to the noise/oversensing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.